Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Nurse stated they have two temperature sources and had not noticed anything erratic to be concerned with. They did note patient was unstable and a lot of factors are in play. Patient temperature (pt) was 36.7c (ts foley) 36.4c (esophageal), targeted temperature (tt) was 37c 4 pads connected. Restarted therapy. System diagnostics, outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 34%, water reservoir level (wrl) was 4, system hours 10657.4, pump hours 10161.6. Advised to call back with any alerts/alarms. Sn (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device just keeps giving an audible alert with no message. Had them power device off and back on. Selected continue current patient therapy. Event log shows last alert was 50 patient temperature (pt) was 1 erratic. Nurse stated they have two temperature sources and had not noticed anything erratic to be concerned with. They did note patient was unstable and a lot of factors are in play. Patient temperature (pt) was 36.7c (ts foley) 36.4c (esophageal), targeted temperature (tt) was 37c 4 pads connected. Restarted therapy. System diagnostics, outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 34%, water reservoir level (wrl) was 4, system hours 10657.4, pump hours 10161.6. Advised to call back with any alerts/alarms. Sn (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device just keeps giving an audible alert with no message. Had them power device off and back on. Selected continue current patient therapy. Event log shows last alert was 50 patient temperature (pt) was 1 erratic. Nurse stated they have two temperature sources and had not noticed anything erratic to be concerned with. They did note patient was unstable and a lot of factors are in play. Patient temperature (pt) was 36.7c (ts foley) 36.4c (esophageal), targeted temperature (tt) was 37c 4 pads connected. Restarted therapy. System diagnostics, outlet monitor temperature (t1) was 30c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6.5c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0, heater command (hc) was 34%, water reservoir level (wrl) was 4, system hours 10657.4, pump hours 10161.6. Advised to call back with any alerts/alarms. Sn (B)(6).